Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the caller says that the pt had the ins taken out as they would charge for 3 hours and it would stop charging. The caller says the pt got "lots of replacements and she just gave up on it, it just took too long to charge". The patient was sent a return box to return their external devices.